Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in adapter / connector was defective / damaged email received from purchaser xxxx reported to bd on behalf of the sister (pic). Pending reply from end user on further information cracked catheter hub with a syringe attached.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of adapter / connector defective / damaged was confirmed upon inspection of the sample. Analysis of the sample showed that bd was able to observe the defect reported by the customer. Although the defect was observed, it could not be attributed to the manufacturing process since there are no processes that perform direct manipulation of that area of the component that could cause that type of defect. Bd determined that the cause of the failure was supplier related, the supplier of the part has been notified. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.